Manufacturer narrative:
Correction: please refer to h6 results code. The displacement of the distal locking screw can be confirmed based on the received information. A device inspection was not possible since the affected device was not returned. A review of the device history was not possible because the lot number was not communicated. No corrective actions are currently required. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. The complaint was forwarded to medical affairs for review with the following results: ¿first of all, we have limited information here. We only have the x-rays after the breakage of the nail. Distally, the screw seems to be quite short, and the question arises whether it ever was long enough to penetrate the second cortex properly. It is quite clear the screw backed out and that already happened quite a while ago since there is a bump of callous formation around the head of the screw. The backing out of the screw can be explained if the screw indeed was too short and did not have sufficient hold in the second cortex. The backing out led to movement in the nail since it lost its stability¿. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If the device is returned or any additional information is provided, the investigation will be reassessed.

Event description:
It was reported: "a patient presented with increasing pain at the hip consistent with non-union on x-rays the removal of painful hardware (gamma-4) yesterday, non-union bone repair and ultimately fixation with a non-stryker nail". Additional information indicates nail breakage is present.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
It was reported: "a patient presented with increasing pain at the hip consistent with non-union on x-rays the removal of painful hardware (gamma-4) yesterday, non-union bone repair and ultimately fixation with a non-stryker nail". Additional information indicates nail breakage is present.